Event description:
Customer reported, the system is displaying a control panel error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ffb, control panel processor, i.o. Pcbs, and the 5v power supply. System operates as intended.